Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged causing patient to experience muscle stimulation, the lead was turned off, issue was resolved.